Event description:
Patient wanted to know when she will start feeling with her knee [subtherapeutic response] . Case narrative: initial information received on 13-jun-2019 regarding an unsolicited valid serious case received from a pharmacist from united states via health authority (FDA reference number: mw5086970). This case involves an unknown age female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and wanted to know when she will start feeling with her knee (subtherapeutic response). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection at frequency once (dose, indication, lot number: unknown). There will be no information available on the batch number for this case. It was reported that the patient wanted to know when she would start feeling with her knee (assessed as medically significant event). Physician told her that she should experience relief after 10-14 days. Patient was comparing relief she gets with cortisone with synvisc one. Patient was explained that one was a band aid for her problem and the other was building up the joint again. Patient asked if she could still get a cortisone injection if she already had a synvisc one shot and was informed that she could. Final diagnosis was patient wanted to know when she will start feeling with her knee. Action taken: not applicable. It was not reported if the patient received a corrective treatment. A product technical complaint was initiated on 24-jun-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 24-jun-2019. Additional information received on 24-jun-2019. Investigation summary received and ptc results added. Text amended accordingly.